Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the device became kinked and twisted. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was fine.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the device became kinked and twisted. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was fine.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the device became kinked and twisted. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was fine.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the device became kinked and twisted. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was fine.